Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of one step button detached.

Event description:
It was reported to boston scientific corporation that an endovive one step button was used during a procedure inside the stomach performed on (B)(6), 2023. During the procedure, the one step button was separated when pulling it through outside the body. The procedure was completed with a new endovive one step button. There were no patient complication reported as a result of this event.